Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device: 7 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital on (B)(6) 2016 with hypotension and fever and evidence of severe bacteremia. Yeast was found to be growing in the midsternal wound and in the blood. The patient's inr was stable. A CT scan reportedly indicated that there was thrombus in the pump and that it was likely infected; therefore, the pump was explanted on (B)(6) 2016. The patient is currently on extracorporeal membrane oxygenation life support.

Manufacturer narrative:
The explanted device was returned for evaluation. The analysis of the returned lvad pump revealed deposition on the inflow graft, outlet graft, and outlet stator. However, a root cause for the observed depositions could not be conclusively determined through this evaluation. Furthermore, a correlation between the device and the reported sepsis could not be conclusively determined based on the evaluation of the returned device. Visual evaluation of the interior of the inflow knitted graft revealed a soft, pink tissue-like lining which was loosely adhered to the graft wall. Evaluation of the lumen of the outflow graft revealed a soft, pink, tissue-like lining that was loosely adhered to the graft wall. Furthermore, several small, soft, round depositions were also present inside the graft. Evaluation of the outlet stator revealed a white, soft deposition. The deposition was loosely seated and appeared similar in structure and coloring to the deposition found in the outflow graft. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. Although deposition was noted in the inflow and outflow grafts and in the outlet stator of the pump, a specific cause for the deposition cannot be determined at this time. The depositions were sent to an outside lab for histopatholy analysis. The report concluded that based on the infiltrating host cell type, the neutrophil-to-macrophage ratio would be less than one, indicating that the clot was greater than five days of age. There was no organization by fibroblasts. Fungal elements consistent with yeast were present and consistent with the history of a midsternal wound with yeast present. No other organisms were seen with gram¿s stain. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. No further information is available. The manufacturer is closing its file on this event.